Event description:
The screwing of the bolt was not working. It grinded or stopped at a certain point. The clamp was on the pt and the surgeon could not remove the skull clamp. The bolt became jammed and the clamp slipped causing a laceration. The laceration to pt's head was approx 1 inch in length. The laceration was sutured. The length of time the product was in use before the event occurred was reported as approx 3 hours. The event happened after the craniotomy procedure was completed. Mayfield - reusable adult skull pins (a1047) were used. The pins are not available for eval because they have been put back into circulation. The lot number of the pins are unk. The surgery was not performed with a stereotaxy device. It was reported that the pt is stable and recovering.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.